Event description:
Patient arose from her bed, tripped on the bed sensor cord attached to the bed alarm monitor, fell, and suffered a broken hip. The care giver claims that the monitor did not alarm.

Event description:
Caller reported blood glucose results of 214 mg/dl and 106 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.